Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 558 mg/dl, 87 mg/dl, and 354 mg/dl (compact plus system 1) 331 mg/dl, 93 mg/dl, and 456 mg/dl (compact plus system 2) 586 mg/dl, 384 mg/dl, and 105 mg/dl (compact plus system 3) customer stated that at the time of the readings, he felt low blood glucose symptoms of shaking and self-treated by eating something and began to feel better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.